Event description:
It was reported to hill-rom that a siderail on the (B)(4) gave way and a pt fell out of bed. The pt did not have any serious injuries as a result of the fall. The bed was inspected at the warehouse and no problems were found with the siderails of the bed. It is possible that the account did not have the siderails in the locked position, allowing the siderail to be lifted vertically out of its slot on the frame.